Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive mega suturecut needle driver instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was found to have a broken main tube at middle of the instrument. The main tube is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had a broken shaft split in two. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified after a procedure. There was no report of a fragment falling into the patient's anatomy. The patient has not returned due to post-surgical complications related to the retention of a foreign material. There was no material missing or detached from the instrument.